Manufacturer narrative:
The clinical representative offered to reprogram the parameters to test for pain relief. However, the patient was adamant that the stimulator needed to be explanted. The clinical representative told the patient that she would be contacting the implanting clinician's office to make the implanting clinician aware of the discomfort and the request to remove the stimulator. The implanting clinician's office let the clinical representative know that the implanting clinician was out of the office on vacation. The patient was scheduled for a follow-up appointment with the implanting clinician on (B)(6) 2021. On (B)(6) 2021, the patient followed-up with the implanting clinician on the condition, both the implanting clinician and the patient agreed to remove the stimulator right away. The clinical representative was present during this appointment in which the stimulator was explanted. The clinical representative reported that the explant procedure was performed successfully, and no further issues were reported. The implanting clinician noted that the patient's sensitivity and discomfort might have been caused by the patient rubbing the incision site. Based on this information, the discomfort was confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the discomfort is user error related to the patient touching the incision wound against post-operative care instructions. A CAPA is not required as this is a known issue per the rm-stmq-1-all-hra report stimq pns system ((B)(4)). The instructions for use provide adverse event summary information which includes infection, resulting in tissue sensitivity, discomfort, redness and swelling. Infection rate is tracked and trended in management review to determine if further action is required.

Event description:
On (B)(6) 2021, the patient reached out to the clinical representative requesting the stimulator to be explanted immediately because the patient was experiencing sensitivity at the incision site and was not happy with the pain relief.